Event description:
Ous MDR. Per complaint from the UK. Failure to pace. Patient had rhythm of 35 bpm when pacemaker set at 60 bpm. Looked like oversensing.

Manufacturer narrative:
Ous MDR. This pacemaker did not show any sign of a material or manufacturing problem. It is completely within its specifications. The pacemaker was not the root cause for the clinical observation.